Event description:
The consumer is renting unit from apria the unit is shutting down without an alarm. The consumer stated this has been happening for a little over a month. The consumer has been attempting to resolve with apria and has not seen results.